Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the device diagnosis was other pump malfunction. It was noted the patient experienced chronic pain with unexpected, irrecoverable device malfunction causing acute withdrawal. Examination revealed the alarm malfunctioned on (B)(6) 2018. The pump was explanted/replaced on (B)(6) 2018. The event resulted in an urgent care visit, an emergency room visit, in-patient hospitalization, and prolongation of existing hospitalization. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were provided.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Conclusion code 11 no longer applies and instead conclusion 24 applies. Methods code 4118 no longer applies and instead method code 10 applies. Results code 3233 no longer applies and instead result code 180 applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2 mg/ml dilaudid at 0.5495 mg/day and 6 mg/ml bupivacaine at 1.6486 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall occurred on (B)(6) 2018 with a recovery on (B)(6) 2018. The patient did not recently have an MRI. No symptoms were initially reported. The patient was to have their pump replaced. Then on (B)(6) 2018 a motor stall occurred with no recovery. The patient went into withdrawals following both motor stalls. Environmental causes were ruled out. The pump was then set to minimum rate, the alarm was silenced, and the patient was covered with oral medications. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and healthcare professional (hcp). The cause of the stall was unknown. A pump replacement was completed on (B)(4) 2018. The issue was resolved. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the stall occurred at (B)(6) 2018 at 01:49 and did not recover until (B)(6) 2018 at 16:16. The patient had unsatisfactory analgesia due to the critical alarm. The patient's weight was (B)(6).